Event description:
Biomed department performing routine check of ventilator observed battery backup time indicating approximately 47 minutes but only lasts 4 minutes. The batter displays a full charge. 5 defective batteries were identified. The alarm logs were unavailable for analysis.